Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that the patient was discharged after a safestep was inserted for infusion pump administration. The next day, the patient returned to the clinic after completing the infusion. When attempting to remove the needle, the hub would not move, preventing the needle tip from retracting. After giving up on lowering the hub, the nurse attempted to pull the needle out; although there was some resistance, the needle was removed with the tip exposed, and the device was returned. There was no reported patient injury.